Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2012, the patient underwent the tha surgery. After the surgery, the x-ray showed that the angle of abduction of the cup was 60 degrees or more and that the inner head was likely to touch the cup. On (B)(6) 2021, the revision tha surgery for left hip was performed to cope with polyethylene wear and change the location of the cup. In the revision tha surgery, the head, stem, and cup were removed. The polyethylene liner had been out of the cup and deformed when the revision surgery was performed. New cup and stem were inserted, and the revision surgery was completed successfully with no surgical delay. No further information is available.